Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00801802202, femoral head +0x22mm dia, 63474807, 00801102020, allen plug hdpe/baso4 10c/20fl, 63433554, c05cc44, dual mobility ades cmntd 44mm, 48815230, 05pe2244, d-mob ades insert 22.2mm sz44, 48815400, 61971001, antibiotic simplex tobramycin (single pack), 033/040/, 3325020, depuy cmw 2 bone cement with gentamicin 20g fast set/, 8208113/. Report source, foreign - event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00659.

Event description:
It was reported that patient underwent a hip revision due to infection 1 month post implantation. Cultures from the infection are unknown. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.